Event description:
The events of seroma and wound dehiscence were confirmed to not have occurred. Patient reported left side capsular contracture, baker grade IV.

Event description:
A patient reported left-side capsular contracture baker grade IV, and implants "look awful". Patient later reported "bottoming out". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, seroma, wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " large fluid collection, seroma and the scar tissue had opened up", capsular contracture baker grade unknown.

Event description:
Patient reported left side "seroma and the scar tissue had opened up", capsular contracture baker grade unknown, "implanted at 18 years old", and implants "look awful". Device remains implanted.